Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 07nov2019. The customer reported "check vent" and "reboot the ventilator" appeared on the screen and an alarm sounded. The phenomenon was not duplicated at the time of hospital visit. A log of "ventilator restarted" at the time range of phenomenon occurrence was present in the event logs. In addition, referencing the ventilator restarted due to the anomalies detected during operation. The manufacturer¿s field service engineer (fse) replaced the central processing unit (cpu) therefore has been replaced and the phenomenon has been resolved. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020. B4: (B)(6) 2020. The central processing unit (cpu) was returned for failure investigation. It was determined that the ventilator boot up and deliver breaths. During failure investigation, the light emitting diode (led) was tested, it was steady green, and boot up normally. The led flashed, the backup alarm sounded, the battery led light came on, and primary alarm sounded. The ventilator restarted failure was not replicated. There was no fault found. However the backup alarm was due to a failure buzzer. There was no patient involvement when the back up alarm occurred. The failure investigator verified the root cause was failure of buzzer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported the ventilator restarted. There was patient involvement, but no one was harmed.